Event description:
On (B)(6) 2011, pt reported the down button on the infusion device are defective. This was first noticed on (B)(6) 2011 when pt tried to bolus. The up button functioned as intended during the troubleshooting call, and the issue with the down button was confirmed. Pt has used this infusion device since 2008 and boluses 6-8 times per day. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.